Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection; found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to sensor being returned opened/used. Unable to perform insertion complaint due to customer returned sensor only, no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer noticed the electrode was missing from the sensor when it was extracted. Customer's blood glucose was unknown. The sensor is being returned for analysis.